Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: patient 1: 7.3 inr/5.2 inr patient 2: 2.0 inr/2.5 inr patient 3 : 1.9 inr/2.4 inr coumadin was adjusted for patient 1 due to device result. No adverse event reported. Requested return of suspect system and replacement was sent.